Manufacturer narrative:
A philips technical consultant (tc) went to the customer site. A spo2 simulator was used by the tc to generate a desaturation alarm; the desaturation alarms functioned as expected. A review of audit logs was performed by a philips clinical solutions consultant (csc) who found that a red alarm was generated at 11:24:04 and silenced at 11:24:34; the silences the alarm for two minutes. The desat ended at 11:26:44. There was no audible alarm at the time of a reviewed vital strip at 11:25:51, because the ongoing red alarm was silenced and it was still within the two minute period. The csc indicated that per the audit log, the first red alarm lasted 2 minutes and 42 seconds. The second red alarm lasted 1 minute and 45seconds. It could be seen that there also were periods of time where there are no wave forms due to no signal. The csc noted that during the time they were onsite, they noted an alarm banner on the pic ix stating there were wireless problems. Based on the information available and the testing conducted, the cause of the reported problem was misunderstanding of alarm delays. The device was confirmed to be operating per specifications and no failure was identified. The csc stated that clinically, they feel that further education on alarms may be beneficial to the staff. Understanding the meaning of the low alarm delay and desat delay, as well as where to seek out the information on the pic when there is a question as to why the alarms are behaving a certain way would be beneficial. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the patient information center ix (pic ix) indicating that a desaturation (desat) alarm was not showing on the pic ix for bed 304b. The device was in clinical use at the time the issue was discovered. There was no adverse vent or patient harm reported.